Event description:
It was reported that the patient experienced unspecified issues with the artificial urinary sphincter. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the patient indicated the artificial urinary sphincter malfunctioned. The artificial urinary sphincter was removed. The patient was unable to have a new artificial urinary sphincter implanted due to a clinical condition including inflammation. The patient was scheduled to be evaluated for viability to perform a urethroplasty.

Event description:
It was reported that the patient experienced unspecified issues with the artificial urinary sphincter. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.